Manufacturer narrative:
Inspection of the device revealed a pinched cannula on the distal tip. The fluid pathway was assessed and found to be able to successfully deliver fluid. Download data revealed no signs of a struggle, with no alarms, pulse width timeouts or drive stalls. No other problems found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the leg between 36 and 48 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia.